Event description:
The customer complains of blood leak during the treatment. The treatment was stopped, the machine was changed and treatment continued. The blood loss was 350 ml. No patient harm and no medical intervention was needed.

Manufacturer narrative:
Add'l manufacturer narrative: internal blood leaks can occur due to damage of the hollow fibres. No sample is available for investigation. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined. Gambro does not regard the submission of this report as an admission of liability.